Event description:
It was reported that the customer received the expired product with the label showing an expiration date of may 2019.

Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable since it is referring to a label sold separately from the foley tray. The foley tray/catheter itself is not expired the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer received the expired product with the label showing an expiration date of (B)(6) 2019.